Event description:
The patient's wife reported that the device was "shocking" the patient. The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) preliminary testing revealed no output when device was programmed vvir 60 bpm unipolar mode. Testing on the automated functional testers revealed anomalous output conditions. The no output condition was the result of lifted hybrid bond wires. Analysis of the memory dump data revealed the device lead impedance measured open on (B)(6) 2009 which is the same as the explant date of (B)(6) 2009.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Corrected FDA act. #. Evaluation summary: (B)(4): preliminary testing revealed no output when device was programmed vvir 60 bpm unipolar mode. Testing on the automated functional testers revealed anomalous output conditions. The no output condition was the result of lifted hybrid bond wires. Analysis of the memory dump data revealed the device lead impedance measured open on (B)(6)2009 which is the same as the explant date of (B)(6)2009.

Event description:
The patient's wife reported that the device was "shocking" the patient. The device was explanted and replaced. No further patient complications have been reported as a result of this event.